Event description:
It was reported that customer was hospitalized due to dka. Prior to hospitalization, customer had priming problems. During troubleshooting it was found that programming was incorrect, programming was corrected. Explained to customer the impact of incorrect programming on blood glucose levels.